Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, while the device was being applied to the stomach, the surgeon was able to press the green button, but was not able to squeeze the handle. The device did not fire. A new device was used to complete the case.